Manufacturer narrative:
At this time no conclusions can be made. The attorney alleges that the patient had surgical intervention to remove the device; however, no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The attorney alleges the following: on (B)(6) 2016 - the patient underwent a surgical procedure in which the patient was implanted with a bard/davol ventralex hernia patch. The patient sustained injuries after being implanted with the bard/davol ventralex hernia patch. The bard/davol ventralex hernia patch implanted in the patient failed to reasonably perform as intended. The mesh failed, caused serious injury and required the mesh to be surgically removed via invasive surgery. The patient has suffered, and will continue to suffer, both physical injury and pain, permanent and severe scarring and disfigurement. The patient has sustained pain and suffering, and other damages, and will continue to suffer such losses into the future. The patient has sustained severe, debilitating and permanent injuries.